Event description:
It was reported that "[the customer] opened valve and observed a foreign body on one of the valve leaflets". Via additional follow-up, it was learned that the foreign body was noticed during the rinse process prior to coming into contact with patient, and was described as "super small speck, dark colored, definitely foreign matter".

Manufacturer narrative:
Evaluation method and results: evaluation not yet completed. Additional manufacturer narrative: device evaluation results, as well as edwards' analysis and conclusions, will be reported once completed.

Manufacturer narrative:
Method = xray. Evaluation summary: as received, the valve was attached to the valve holder. Brown and blue filaments are evident in the cusp area and the free margins of all three leaflets at the inflow aspect. The filaments vary in size and measures to approximately from 2-6 mm. Dark brown specs were noted onto the tissue inflow as well. No other visible inconsistencies detected. A thorough investigation was then conducted in order to determine the likely origin of the foreign particulates. The four filament were isolated from the valve and forwarded to chemistry laboratory for identification by ft-ir. The results of the chemistry report and visual observations were forwarded to engineering, and the evaluation states the following: a total of 4 filaments were successfully removed from the leaflets and given the designation a, b, c and d. Filament a, which appeared to be black and approximately 2 mm in length, was impossible to evaluate as the microscopic size of the filament did not yield any results in the ir analysis. Filament b, which appeared to be clear and approximately 4 mm, showed similar absorption characteristics to cellophane like material. Cellophane is a thin, transparent sheet made of regenerated cellulose, and is a common material in edwards' cleanrooms and operating rooms as it can be found in clear packaging bags and adhesive tapes. Filament c, which appeared to be clear and approximately 1 mm, showed similar absorption characteristics when compared to cellulose like material. Cellulose is also a common material in edwards' cleanrooms and operating rooms and can be found in materials such as paper, cotton, and wipes. Lastly, chemistry concluded the ir spectrum of filament d, which also appeared to be black and approximately 1 mm in length, showed similar absorption characteristics when compared to silk-like material. Silk is a common material found in cleanrooms and can be found in clothing particles, particularly in cleanroom work wear. However, edwards does not use silk in cleanroom work wear per the approved supplies listings. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Our complaint database indicates no other sterilization/particulate related reports received on any device processed under the same sterility lot of this device. The filaments found on the leaflets are all materials that are common in cleanroom and operating room settings. However, each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves there are inspection steps which check for general appearance and check under magnification per pericardial valve inspection procedures. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves undergo a 100% inspection for foreign particulates per sterilization and packaging of tissue products procedures. Although the source of the cellophane, cellulose, and silk like materials cannot be conclusively determined, through investigation we have determined the material most likely did not come from an edwards' cleanroom. Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes.